Manufacturer narrative:
(B)(6). (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that while shuttling down a mynxgrip vascular closure device (vcd), significant resistance was encountered and the sealant was noted to be stuck to the shaft of the (vcd). Manual pressure was held for 30 minutes or less to achieve hemostasis. The patient¿s hospitalization was not extended as a result of the event. The patient was reported to have recovered. The device was being used in conjunction with a cordis 6f procedural sheath for arterial closure following an interventional coronary procedure. The device storage temperature did not exceed 25 °c. The balloon was fully deflated after shuttling down. The user did not over tamp. The vcd will be returned for analysis.

Manufacturer narrative:
Occupation, other: is being updated to include cath lab supplies. It was reported that while shuttling down a mynxgrip vascular closure device (vcd), significant resistance was encountered and the sealant was noted to be stuck to the shaft of the (vcd). Manual pressure was held for 30 minutes or less to achieve hemostasis. The patient¿s hospitalization was not extended as a result of the event. The patient was reported to have recovered. The device was being used in conjunction with a cordis 6f procedural sheath for arterial closure following an interventional coronary procedure. The device storage temperature did not exceed 25 °c. The balloon was fully deflated after shuttling down. The user did not over tamp. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. The device was received with the green shuttle disengaged from the black handle. The sealant was covering the balloon proximal tip. The advancer tube was found inside of the shuttle cartridge tubing, engaging to the distal tamp lock. The sealant sleeve was still in its manufactured position which indicated that the sealant had already been exposed prior to the shuttle being inserted into the existing procedural sheath. The condition of the returned device indicates a sealant exposure prematurely, which may obstructed the device path during the insertion of the device into the procedural sheath, resulting in the reported event. No other visual damages were observed on the catheter as received. The balloon on the received device was fully inflated with water and pressure was maintained. The shuttle was retracted to re-engage to the black handle. The advancer tube remained engaged to the distal tamp lock. The shuttle movement on the catheter shaft was checked and no resistant or anomalies were observed. The device performed as intended. A review of the manufacturing documentation associated with lot f1708902 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The reported event that the sealant was noted to be stuck to the shaft of the vcd was confirmed. The condition of the returned device indicated a sealant exposed prior to use issue which may be attributed to shuttle displacement, resulting in sealant obstructing the device path during the shuttling down procedure. It should be noted that the mynxgrip device is shipped in a protective sheath tubing in the clamshell tray. The balloon protective sheath is designed to abut the sealant to assure the shuttle cartridge/sealant does not migrate from its manufactured position during transit. The mynx instructions for use (IFU) instructs users to remove the balloon catheter from the tray by holding the green/grey shuttle hub and pulling the device out from the protective tubing. If the device was grabbed by the catheter handle instead of the green shuttle hub when being removed from the packaging, the shuttle could be detached from the black handle, resulting in the sealant being exposed prematurely. However, based on the information and the investigation performed, the root cause of the reported event could not be conclusively determined. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.